Manufacturer narrative:
There was no report of patient injury. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). However investigation of similar events showed the issue is more likely associated to a hole inside the evaporator, that allows the fluid to enter the cooling circuit. In case of a hole of the evaporator, the refrigerant fluid will leak and water will enter the cooling circuit. This situation will cause a damage of the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and as a consequence the main fuse will be triggered. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t triggered the main fuse during procedure. There was no report of patient injury.